Manufacturer narrative:
Analysis of the pump identified no anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving clonidine (with a concentration of 42.0 mcg/ml at a daily dose of 13.596 mcg/day) and dilaudid (with a concentration of 2.5 mg/ml with a daily dose of 0.8093 mg/day) by simple continuous infusion via an implantable pump for failed back syndrome ¿ other and non-malignant pain. It was reported that during a pump refill an extra ¿2 -4 cc¿ of medication was observed. The pump activity logs stated that the expected reservoir volume was 16.6 ml. The pump was replaced on (B)(6)2017, however it was clearly stated that the replacement was because the pump had 5 months until it reached the elective replacement indicator date. Surgical intervention occurred. The pump was returned to the manufacturer on (B)(6) 2017. There were no patient symptoms reported. The issue was resolved at the time of this report and the patient¿s status was stated as ¿alive ¿ no injury.¿ the patient¿s concomitant medications were not made available to the manufacturer. The patient¿s medical history was asked, but was unknown. Additional information was received from the healthcare provider via the manufacturer representative. It was unknown when the refill appointment occurred in which there was an extra 2-4 ccs of drug in the reservoir. It was confirmed the pump was replaced due to the elective replacement indicator (eri), however when the pump was replaced the healthcare provider communicated there had been volume discrepancies and requested to have the pump evaluated. No further complications were reported/anticipated.